Event description:
During surgical procedure, surgeon attempted to fire the stapler but it did not work. Surgeon tried to reverse blade back but did not work, surgeon then used manual lever and was able to open the device. Stapler was removed from field and a new device was open to continue on with the surgery.